Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2008. Patient underwent revision surgery on (B)(6) 2010 to correct limited range of motion and internal rotation of tibia components. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).